Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post operative x-ray, the right ventricular (rv) lead exhibited high thresholds. It was also noted the right atrial (ra) lead exhibited diminished sensing. The x-ray confirmed there was a change in lead slack. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.